Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device after a percutaneous transluminal coronary angioplasty procedure. Reportedly, the clip was deployed, but hemostasis was not achieved. A compression bandage was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. (B)(4): femoral angiogram was not taken. Per the instructions for use - perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium tortuosity, and for disease or dissections of the arterial wall.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed the device was returned fully deployed with no anomaly noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It was reported a femoral angiogram was not performed. The instructions for use indicates to perform a femoral angiogram to verify the location of the puncture site. Based on the information reviewed, there is no indication of a product deficiency.